Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "all the original components taking out and put in antibodies spacer, patient has an infection. This was a star total ankle. Rep said the tibial extractor does not work well."